Event description:
It was reported that during repair the device had a bias current error. It is unk if there was any pt involvement or any adverse consequences related to this event.

Manufacturer narrative:
The reported event, bias current error on console, was confirmed. Functionally, it was observed that the handpiece displayed a bias current error on the console, which prevented the handpiece from running. It was also observed that the handpiece would not index. Upon disassembly, it was observed that the tps coated flex assembly was damaged, the bearings were worn, and the sag head was corroded. The presence of damage to the tps flex assembly is likely to cause or contribute to the handpiece displaying a bias current error on the console.